Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had recently delivered therapy. The clinician noticed that there was no tachycardia or fibrillation episodes. It was concluded that there was a display anomaly and therapy was never delivered. The anomaly was a result of the device being placed into an MRI mode. Patient was asymptomatic and would be monitored.